Manufacturer narrative:
Ocd performed a batch record review and retained testing. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that during donor retype testing in manual gel, a group o+ donor unit typed as group b+. The anti b microwell reacted 1+. No erroneous results were observed.